Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and pelvic adhesions ('adhesions') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, menorrhagia, pelvic pain, uterine enlargement, pap smear abnormal and dysmenorrhea. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), endometriosis ("endometriosis") and uterine enlargement ("enlarged uterus"). The patient was treated with lysis of adhesions and surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy bilateral oophoropexy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pelvic adhesions, dysmenorrhoea, menorrhagia, dyspareunia, endometriosis and uterine enlargement outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, pelvic adhesions, pelvic pain and uterine enlargement to be related to essure. The reporter commented: pre-operative appointment: (B)(6) 2020 for surgery: robotic assisted total laparoscopic hysterectomy bilateral salpingectomy bilateral oophoropexy cystoscopy (B)(6) 2020: procedures: 1. Robotic-assisted total laparoscopic hysterectomy. 2. Bilateral salpingectomy. 3. Oophoropexy. 4. Lysis of adhesion. S. Fulguration of endometriosis. 6. Resection endometriosis. 7. Cystoscopy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2020: mr received. Reporter information, date of insertion added. Event medical device removal updated to pelvic pain. New event added: pelvic adhesions, dysmenorrhoea, menorrhagia, dyspareunia, endometriosis and uterine enlargement. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') and pelvic adhesions ('adhesions') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, menorrhagia, pelvic pain, uterine enlargement, pap smear abnormal and dysmenorrhea. In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea/ cramps"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), endometriosis ("endometriosis"), uterine enlargement ("enlarged uterus") and genital haemorrhage ("abnormal bleeding"). The patient was treated with lysis of adhesions and surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy bilateral oophoropexy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, pelvic adhesions, dysmenorrhoea, menorrhagia, dyspareunia, endometriosis, uterine enlargement and genital haemorrhage outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, menorrhagia, pelvic adhesions, pelvic pain and uterine enlargement to be related to essure. The reporter commented: pre-operative appointment: (B)(6) 2020 for surgery: robotic assisted total laparoscopic hysterectomy bilateral salpingectomy bilateral oophoropexy cystoscopy. On (B)(6) 2020: procedures: 1. Robotic-assisted total laparoscopic hysterectomy. 2. Bilateral salpingectomy. 3. Oophoropexy. 4. Lysis of adhesion. S. Fulguration of endometriosis. 6. Resection endometriosis. 7. Cystoscopy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Event added: abnormal bleeding. Reporter's information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The patient's medical history included dyspareunia, menorrhagia, pelvic pain, uterine enlargement and pap smear abnormal. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy bilateral oophoropexy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: pre-operative appointment: (B)(6) 2020 for surgery: robotic assisted total laparoscopic hysterectomy bilateral salpingectomy bilateral oophoropexy cystoscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The patient's medical history included dyspareunia, menorrhagia, pelvic pain, uterine enlargement and pap smear abnormal. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingectomy bilateral oophoropexy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: pre-operative appointment: (B)(6) 2020 for surgery: robotic assisted total laparoscopic hysterectomy bilateral salpingectomy bilateral oophoropexy cystoscopy. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.